Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial hcg + b result was 0.100 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the gynecologist. The sample was repeated with a result of 8716 miu/ml with a data flag. A new sample was obtained and the initial result was >10000 miu/ml with a data flag. The repeat result with 1:100 automatic dilution was 10798 miu/ml with a data flag. The hcg + b reagent lot number was 454060. The expiration date was not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
A field service engineer was dispatched and performed checks of the instrument. There were no product problems found during the visit. The event is consistent with a pre-analytical sample handling problem.